Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 588 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was declined. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.